Event description:
It was reported that the implantable neurostimulator (ins) worked for the patient until (B)(6) 2009; at which time the patient experienced shocking and pain down her legs, buttock, and hip. The patient was instructed to turn stimulation off from (B)(6) to the (B)(6) (2010). The ins was removed on (B)(6) 2012. During the procedure, it was stated that the wire broke and the healthcare provider (hcp) had to go deeper to remove it. The patient claimed to have nerve damage and an infection resulting from the procedure. The patient reportedly took ¿5 antibiotics.¿ it was also stated that the patient had a hematoma. The patient still experienced shocking and pain, but also claimed to have post-traumatic stress disorder (ptsd), depression, and bladder problems as well. It was noted that the trial worked for her.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the doctor and primary care physician reportedly stated that the patient had neurological damage. The patient was refusing pain medication. An additional follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that cause of the issue was unknown and confirmed that the ins system was removed. It was also reported that the patient had a post-surgical wound seroma. Hospitalization was required for the event and the patient outcome was reported as serious injury/illness ¿ recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Additional review determined conclusion code no longer applies to this event.

Event description:
Additional information received from the consumer reported they had ¿problems with the implant being in me and out, but no would help me.¿

Manufacturer narrative:
Product ID 3093-28, lot# v220469, implanted: 2009 (B)(6); product type lead product ID 3093-28, lot# v220469, implanted: 2009 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).